Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently a cartridge alarm 16 occurred. There was no adverse impact on customer's blood glucose level. Reportedly, a new cartridge was successfully loaded after the pump was reset.